Manufacturer narrative:
The device repair information is available at this time. Covidien reference # (B)(4).

Event description:
It was reported by a customer that, during patient use, the ht70 ventilator screen disappeared. The ventilation did not stop cycling. The rear power switch could not be turned off. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
(B)(4). A single board computer (sbc) and a display cable were returned for investigation. Visual inspection found no anomalies on both components. The sbc and display cable were installed into an ht70 test ventilator, and it was allowed to run for two days. The unit was also power cycled multiple times, without any issues, alarms, or error codes observed. The customer reported malfunction could not be duplicated. Both returned components were found to perform as per specifications.